Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production and quality control documentation for lot numbers q1209a and q12022, expiry date 2015-03 (same for both the batch lot numbers) were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Pain in both knees {arthralgia]. Knee swelling [joint swelling]. Injection site irritation [injection site irritation]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a pt (demographics not provided), initials unk. The pt's medical history was significant for previous treatment with synvisc. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. On unspecified dates, the pt experienced injection site irritation, knee pain and knee swelling at the affected joints each time in the night after the specific injection. On an unspecified date, the pt was treated with nsaids for knee pain and knee swelling. The pt was also given local cooling for injection site irritation. On unspecified dates, the pt recovered from the events of injection site irritation, knee pain and knee swelling. The action taken with synvisc treatment was not provided. Concomitant medication was not provided. The intensity for all the events was not provided. The reporting physician did not provide the causal relationship between synvisc and all the events. Follow-up info was received on (B)(6) 2013 from the physician regarding patient info, product details and clinical course which upgraded the case to serious (steroid treatment). The pt was identified as (B)(6) male with initials (B)(6). The patient's medical history was significant for grade 03 osteoarthritis of both knees with joint narrowing and previous use of intra-articular synvisc (in 2012), and it was well tolerated. On (B)(6) 2013, the pt initiated treatment with synvisc via intra-articular route at the dose of 2 mil into both knees. On (B)(6) 2013, the pt received second synvisc injection. It was reported that pt had no effusion collected prior to injection. On (B)(6) 2013, after the second injection, the pt developed pain in both knees and knee/capsule swelling. In response to the event, third injection was waived off and synvisc was permanently discontinued. On unspecified dates, intra-muscular dexamethasone at a dose of 40 mg and arcoxia (etoricoxib) were given as treatment of events. On an unspecified date, after few days the pt recovered from the event of pain in both knees. The intensity for the event of pain in both knees was severe. The reporting physician assessed the relationship between synvisc and the event of pain in both knees as possible.